Event description:
A materials coordinator reported that during an intraocular lens (iol) implant procedure, the lens was loaded and then surgeon noticed the particle inside the cartridge so she pulled it out. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two photos were provided. One photo was of a company product pouch lot #. The second photo was of a plastic appearing particle on a blue drape. The size of the particle cannot be determined as there are no other objects in the photo for reference. The focus of the photo on the particle is not sharp. A determination as to the origin and nature of the particle cannot be made from the photo. Associated products were not provided. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Information was provided that a lens was loaded and then surgeon noticed the particle inside the cartridge. The company cartridge and the particle were not returned. No determination can be made without physical evaluation of the complaint sample. A determination as to the origin and nature of the particle could not be made from the provided photo. A photo of the cartridge was not provided. It cannot be determined if the cartridge may have been damaged. It is unknown if qualified associated products were used. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Information was provided that the lens was successfully implanted. The manufacturer internal reference number is: (B)(4).